Event description:
During surgical procedure, a hair was found on the velcro eye strap of the drape covering the microscope. The drape was marked sterile on the packaging. The surgery staff was appropriately gowned/hair covered. The drape was not used directly on the patient. The incident was reported to the drape manufacturer. In follow up, they reported they have all mechanisms in place to prevent this occurrence.